Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with 1 intact clip. The sample appears used as there was biological material observed on the device. The cartridge was visually examined with and without magnification. Upon visual examination, there were multiple scrape marks that were observed in the empty clip slots. Two corners of the cartridge were also bent. Visible scrape marks indicate improper loading technique as the appliers should not result in significant scrape marks on the cartridge. The scrape marks could also be the result of using appliers that were damaged or misaligned. Function inspection was completed on the 1 returned intact clip. The clip was manually loaded into a lab inventory clip applier. An attempt was made to fire the clip onto over-stressed surgical tubing. The clip was successfully able to fire and release onto the surgical tubing. No defects were observed. The IFU for this product, l02425, was reviewed as part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." "To load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perpendicular to the base of the cartridge. Gently press the applier over the clip until there is an audible double click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily. Remove the applier from the cartridge ensuring the clip is held securely in the applier jaws. The clip bosses should seat in the notches of the applier jaw. It may be necessary to hold the cartridge to allow the clip to be removed." A corrective action is not required at this time as it appears that unintentional user error caused or contributed to this event. Proper loading of the clips into the applier will not scrape the cartridge. If the applier scrapes the cartridge, the scraped material could stay attached to the applier and then release into the patient as reported. The reported complaint of "broken/detached parts - cartridge" was confirmed based on the sample received. The cartridge had multiple scrape marks visible in the empty clip slots. Two corners of the cartridge were also bent. The cartridge was returned with 1 intact clip. The clip was manually loaded into a lab inventory clip applier and was successfully able to be fired and released onto over-stressed surgical tubing. No other defects were observed. The scrape marks on the cartridge indicate unintentional user error as there appears to be improper loading technique. The appliers should not result in significant scrape marks on the cartridge. If the applier scrapes the cartridge, the scraped material could stay attached to the applier and then release into the patient as reported. The scrape marks could also be the result of using appliers that were damaged or misaligned.

Event description:
It was reported that during a meeting on friday (B)(6) 20 I was given a bag which contained unopened sterile hemolock clips 544230 x 25 lot number 73e1900390 as well as 1 x opened pack with cartridge enclosed with 1 clip missing and a cartridge without a pack that only had 1 clip left. The bag also contained a note from one of the theatre staff which I have sent with the opened cartridges - the note states "5mm hemolock green cartridge it would load with no issues or signs of breakage within the cartridge but once clip was released into position in the patient parts of the cartridge was left in the patient, these parts were collected and place within the bag with the cartridge to show what I am talking about". All the stock of hemolock 544230 lot no 73e1900390 was removed from the shelf at the account on the day of procedure. Problem - the note has no date, name or details of the procedure, surgeon, patient etc. There were no parts of the cartridge described in the note within the bag, only the actual cartridges.

Manufacturer narrative:
Qn#: (B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot#: 73e1900390 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a meeting on friday (B)(6) 2020 I was given a bag which contained unopened sterile hemolock clips 544230 x 25 lot number 73e1900390 as well as 1 x opened pack with cartridge enclosed with 1 clip missing and a cartridge without a pack that only had 1 clip left. The bag also contained a note from one of the theatre staff which I have sent with the opened cartridges - the note states "5mm hemolock green cartridge it would load with no issues or signs of breakage within the cartridge but once clip was released into position in the patient parts of the cartridge was left in the patient, these parts were collected and place within the bag with the cartridge to show what I am talking about". All the stock of hemolock 544230 lot no 73e1900390 was removed from the shelf at the account on the day of procedure. Problem - the note has no date, name or details of the procedure, surgeon, patient etc. There were no parts of the cartridge described in the note within the bag, only the actual cartridges.